Event description:
Customer during reprocessing reported with an issue of "problem in air/water-channel probably clogged". There is no patient involvement on this event reported. No patient harm, no user injury reported. Device evaluation, service repair found the nozzle was clogged. A deposit whose origin could not be identified and removed, which partially was clogging the nozzle was found during the incoming inspection, without detrimental deformation of the hose of the nozzle.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, service repair noted a full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The air/water supply volume was inspected for an air and water flow issue. Indeed, neither air nor water at the output of this endoscope was observed due to a clogged nozzle. A deposit whose origin could not be identified and removed, which partially was clogging the nozzle was found during the incoming inspection, without detrimental deformation of the hose of the nozzle. Air leak inspection did not show any water leakages. Furthermore, the following findings during device evaluation were found: a-rubber glue is worn out. Universal cord unit has wrinkles (slightly). Ks-mouthpiece is scratched. Angulations are out of specification. Insulation resistance value is out of specification. This product was placed in service in july 2016. Previously, the device had been returned for repair in rrc (regional repair center) olympus in november 2021 for a leak failure. Service repair noted the foreign material found in the nozzle would very likely have accumulated and clogged it during the procedure. Evaluation findings confirmed the customer reported issue as clogged nozzle, no air/water output observed during inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or incorrect reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual preparation and inspection: inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.